Event description:
The customer reported via followup call that they had repeated no delivery alarms after troubleshooting was done. The customer's blood glucose was 330 mg/dl. Customer reported insulin did not exit and the insulin pump alarmed no delivery with additional troubleshooting. It was also found insulin was able to exit with a manual prime. The customer was advised their insulin pump needed to be replaced due to the excessive no delivery alarms. The customer was advised to revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.